Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to insulation anomaly. Patient was fine after event.

Event description:
New information received indicates that prior to being capped externalized conductors were observed.